Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the iesu with errors c-00 and c-84. And replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The unit was placed on an in-house system and was run in normal mode. The burning smell was coming from the iesu near fuse housing. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vision side cart (vsc) had a burning smell. The customer stated that the smell disappeared after several minutes and the system was functional. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no injury to the user.